Manufacturer narrative:
(B)(4). Batch # t5cy7u. On (B)(6) 2019 cdrh experienced intermittent issue causing medwatch reports to remain stuck in ack 2. This report was affected by this issue and is now being resubmitted. The original submission was made within the 30 day reporting timeline. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested but not received: can you please provide more event details? Was there a problem with opening the jaws of the device? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Were the grey anvil release buttons attempted? If yes, did it/they function as designed? Was the knife reverse switch attempted? If yes, did it function as designed? Was the manual override lever attempted? If yes, did it function as designed? Were the jaws of the stapler forced open? Or, was the device cut from tissue? Did the jaws eventually open? If a different issue occurred can you please provide details? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that during an unknown procedure, not possible to open the device at the end of the stapling / cutting by following the usual procedure. Patient consequences were not reported.